Event description:
It was reported that during an unknown procedure, the staples were unformed at the second firing with a white cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/08/2008. Info is unavailable; device was not returned for evaluation.